Event description:
Pt's lawyer reported "experiencing pain and symptoms due to the defective condition of the aforementioned lap-band system." Additional info noted varied injuries such as: severe pain, sick, sore, lame, disabled, shock, permanent injuries, physical and mental anguish. Allergan is unable to confirm the alleged events with the pt's surgeon therefore, allergan's approach to compliance is to resolve all doubts in favor of reporting.

Manufacturer narrative:
The product associated with this report has not been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product for analysis. Visual examination may confirm or determine another connector type associated with this report. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the reported alleged events as follows "adverse events" as, "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."